Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient reported that his skin became inflamed on his back and left side. There was no alleged device malfunction contributing to the irritation. Patient was recommended a cortisone ointment by a medical professional. Follow up indicated that the skin is almost healed.